Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that: maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Initial reporter: getinge technician. The correction of b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Additional information will be provided following the conclusion of the investigation.

Event description:
On 19th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.